Event description:
The pt had the device applied to a deep wound (date unk_. One week later, the pt complained about the wound smelling. The dressing was removed and the device had "dissolved". Cultures prior to surgery were negative. Another device (tissumemend) was also implanted at the same time. It is not known what the pt was being treated for. It is not known if the pt had been receiving any medication. With the collagen-based device dissolving this quickly and with the smelly wound it is probable that the wound became contaminated. The presence of bacterial contamination near the collagen-based device probably lead to enzymatic digestion of the collagen. It is probable that the pt's condition (contaminated surgical site) caused the device to fall. The device instructions for use caution against use of the device in a contaminated site.

Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.